Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced persistent hyperglycemia for several days despite a pod change and was subsequently hospitalized on (B)(6), 2026, with a diagnosis of diabetic ketoacidosis. One of the pods was reported to have been worn for approximately 1-4 hours on the abdomen. Review of the patient¿s glooko data identified an increase in insulin use to above 500 units per day prior to hospitalization, compared to a previous typical usage of 100-200 units per day. It was further reported that the patient changed to a phone that was not compatible with the omnipod application; however, this change occurred after the persistent hyperglycemia had begun. There were no issues reported with the pod, including leakage or cannula concerns. Reportedly, blood glucose levels measured 501 mg/dl upon hospital admission, and the patient had developed lethargy, abdominal pain, and nausea prior to seeking medical attention. The patient was treated with intravenous fluids and insulin and remained hospitalized for approximately two days, with discharge on (B)(6) 2026.